Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported that they have not tested/injected insulin for the past 2 days. Their meter allegedly had no power. The result on their meter: 187 mg/dl (two days ago). There is no comparison. There was no treatment. No further info has been reported.